Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm tmicl12.1 implantable collamer lens, -10.00/+3.0/091 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to patient experienced a refractive surprise. The lens was replaced with another same model/length but different diopter lens and the problem was resolved. The cause of the event was unknown.